Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of multiple incisional hernias. It was reported that after the implant, the patient experienced current hernias, incarcerated hernia, recurrence, pain, adhesions, abdominal pain, infection, mesh had areas of laxity and hardness, necrosis, bowel/bladder involvement, indurated mesh eroded into bladder, non-healing wound and mesh indurated. Post-operative patient treatment included medication, CT scan, laparotomy, revision surgery, debridement of wound, excised mesh, lysis of adhesions, small bowel resection with anastomosis, removal of some of the infected area of synthetic mesh in lower abdominal area, removal of excess skin and subcutaneous tissue off the abdominal wall, repair a dome of the bladder cystotomy, wound vac, wound dressings, debridement of necrotic abdominal wall skin, subcutaneous tissue, organ repair and fascia with reclosure of the complicated abdominal wall wound defect, prolene sutures removed, mesh removal, and recurrent incisional hernia repaired with new bard meshes.

Manufacturer narrative:
H6 patient codes - e2402 (mesh indurated). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of multiple incisional hernias. It was reported that after the implant, the patient experienced recurrence, pain, adhesions, abdominal pain, infection, mesh had areas of laxity and hardness, necrosis, bowel/bladder involvement, indurated mesh eroded into bladder, non-healing wound and mesh indurated. Post-operative patient treatment included revision surgery, debridement of wound, excised mesh, lysis of adhesions, small bowel resection with anastomosis, removal of some of the infected area of synthetic mesh in lower abdominal area, removal of excess skin and subcutaneous tissue off the abdominal wall, repair a dome of the bladder cystotomy, wound vac, wound dressings, debridement of necrotic abdominal wall skin, subcutaneous tissue, organ repair and fascia with reclosure of the complicated abdominal wall wound defect, prolene sutures removed, and recurrent incisional hernia repaired with new bard mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of multiple incisional hernias. It was reported that after the implant, the patient experienced recurrence, pain, adhesions, abdominal pain, infection, mesh had areas of laxity and hardness, necrosis, and mesh indurated. Post-operative patient treatment included revision surgery, debridement of wound, excised mesh, lysis of adhesions, small bowel resection with anastomosis, removal of some of the infected area of synthetic mesh in lower abdominal area, removal of excess skin and subcutaneous tissue off the abdominal wall, repair a dome of the bladder cystotomy, wound vac, wound dressings, debridement of necrotic abdominal wall skin, subcutaneous tissue and fascia with reclosure of the complicated abdominal wall wound defect, prolene sutures removed, and recurrent incisional hernia repaired with new bard mesh.